Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance and oversensing of noise seen on ventricular tachycardia non-sustained (vt-ns) episodes. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. It was further reported that the device alerted for charge circuit timeout. The device had declared recommended replacement time (rrt) and was left implanted after end of service (eos). The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.